Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced feeling a little dizzy and lightheaded. At an unspecified moment during the event, the cgm was reading low and the blood glucose reading was 120 mg/dl. It is stated that the patient just finished eating dinner and that the cgm kept reading low. The mother of the patient did a fingerstick, the value is unknown, and drove the patient to the hospital. The patient received intravenous treatment with insulin and was admitted for 2 nights. Besides the intravenous insulin, she also received ibuprofen and was given intravenous fluids to treat dehydration. At the time the patient left the hospital, she was in a stable condition with a normal range blood sugar level. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.